Event description:
Ous MDR- after an implantation time of 63 months, an insulation defect on the lead was detected during the routine exchange of the ICD. No deterioration in the patient's state of health was reported. The lead was capped and a portion was returned for analysis.

Manufacturer narrative:
Ous MDR.